Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that stent struts were fractured. After it had been advanced inside a patient, a 2.50 x 20 mm promus element¿ plus stent was noted to have fractured stent struts. The device was removed and the procedure was completed with another o the same device. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element plus,mr,ous 2.50x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The four most proximal stent strut rows were damaged and lifted from the stent profile. The remaining undamaged section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent struts were fractured. After it had been advanced inside a patient, a 2.50x20mm promus element¿ plus stent was noted to have fractured stent struts. The device was removed and the procedure was completed with another o the same device. There were no patient complications and the patient status is stable.